Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lap gastric bypass, the green safety was engaged by the handle and would not squeeze. Surgeon opened and closed the jaws again but it did not resolve the issue. A new load was placed on the device and it worked fine. No patient adverse events were reported. Current patient status is alive with no injury.